Event description:
Info received indicates that tubing is leaking through the plastic welds.

Manufacturer narrative:
Product was not returned. DHR was reviewed for lot number cf1211601 and found zero defects for this leak issue.